Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), non-penumbra coils, a non-penumbra microcatheter, a penumbra smart coil detachment handle (handle), and a guidewire. During the procedure, the physician successfully implanted ten non-penumbra coils. Subsequently, the physician advanced a smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician also attempted to manually detach the smart coil but was unsuccessful. Therefore, the physician decided to remove the smart coil. While retracting the smart coil, it unintentionally detached with part of the coil in the target vessel and the other part in the microcatheter. Therefore, the physician used the guidewire to push the smart coil into the target vessel. It was reported that a few centimeters of the pusher assembly distal end had broken off inside of the microcatheter. The physician also implanted the broken segment of the pusher assembly in the target vessel. The procedure was completed using a new non-penumbra microcatheter and five new non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the pusher assembly was fractured off and the embolization coil was detached from the pusher assembly. If the smart coil is forcefully retracted against resistance during use, the pusher assembly may become fractured. If the pusher assembly becomes fractured, the embolization coil will likely detach. The root cause of resistance during the procedure could not be determined. Further evaluation also revealed a fracture at the proximal end of the pusher assembly and kinks throughout the pusher assembly. The pusher assembly fracture likely occurred due to the manual detachment attempted during the procedure. The kinks on the pusher assembly were incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.